Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction beneath the sensor adhesive on (B)(6) 2015. The date of event is an approximation. The sensor was inserted at the abdomen on (B)(6) 2015. The reaction was described as red and rashy. Affected area was treated with triamcinolone prescribed on approximately (B)(6) 2015. No additional event or patient information is available.